Manufacturer narrative:
A gfe was sent to ask if the device will be returned for analysis. If it is returned, a supplemental report will be sent.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) had an infection. A revision was performed and the icm was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) had an infection. A revision was performed and the icm was explanted. No additional adverse patient effects were reported. The icm was returned for analysis.

Manufacturer narrative:
A gfe was sent to ask if the device will be returned for analysis. If it is returned, a supplemental report will be sent. This supplemental 01 - icm was returned for analysis.